Event description:
During a rectal resection, the staples were malformed and the device could not be removed from the pt. The surgeon used a lancet to cut the anastamosis stoma and remove the device. Another cdh33 was used to finish the o.r. There was no reported pt consequence.